Event description:
Boston scientific received information that during a routine follow up appointment, the patient implanted with this right ventricular (rv) lead presented with complete heart block with a heart rate in the 30's. Additionally, loss of capture was observed. An invasive revision procedure was performed and the rv lead was repositioned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.